Event description:
Complaint was initially reported in 10/2004, for the pump not maintaining the pressure. No adverse events were reported at the time. "Arthex arthroscopic irrigation pump was in use during shoulder arthroscopy. Fluid was found to be on the floor, under or table during procedure. Md instructed or staff to change the tubing on the machine (rather than remove from the or) and staff reported that the machine seemed to function properly after the tubing was changed. After the procedure was finished, md expressed concern about the amount of fluid that infused into the shoulder. Per md, pump kept pumping past set pressure. Md observed shoulder capsule to "blow up", at the same time anesthesia observed significant rise in pt's bp, blood pressure. Md discontinued use of device at this time and opened shoulder. Md stated there appeared to be damage to the axillary nerve. The pump was sent to biomed for assessment". Follow up with risk manager in 11/2004 indicated no further adverse events have been reported with the pt condition. This device is used for treatment.